Event description:
Additional information was provided indicating that overall the patient is getting along well and is happy.

Manufacturer narrative:
Corrected and additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A study investigator/surgeon reported that following an intraocular lens (iol) implant procedure, the patient experienced decrease in near vision, glare and halos. The patient is unable to read up close and is unable to drive at night due to glare and halos. Additional information has been requested.